Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/08/2015 with the following findings: during testing, the battery compartment was observed to be cracked. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture was found inside the pump at the battery canister, on the board, and in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment with a leak and moisture in the pump. This report is made based on results of investigation completed on 12/08/2015.